Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown sample and generated a negative result. The customer reported that their husband tested positive on the binaxnow covid-19 antigen self test on (B)(6) 2021. The customer explained how their husband took a binaxnow test everyday since testing positive on (B)(6). The customer reported that on (B)(6) 2021 they had a faint sample line. The customer also reported that on (B)(6) 2021 their husband tested negative. Although requested , no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.